Event description:
I am reporting a flaw in the design of a product. I have contacted the MFR and received no response from them so thought I would attempt through the FDA. I am a respiratory therapist so I have a clinician point of view also. I am also a laryngectomy pt. Eighteen months ago, I had my larynx removed due to throat cancer. A couple of months after my surgery, I underwent a procedure called a tracheoesophageal puncture (tep). The device I received is also called a tep, tracheoesophageal prosthesis. There are many people who have this device placed so speech is possible again. This device comes in varying lengths from 4.5 mm to 12 mm to accommodate different thickness of esophageal and tracheal walls. The problem I have encountered and if you go to the webwhisper's website that is for laryngectomy pts you will see I am not alone in this problem. After a period of time, for me it has been as little as a couple of days, the device starts leaking and allows liquids to flow into the trachea and lungs. This device is circular and has what I would call a flutter valve on the esophageal end that when the stoma is occluded, the air in your lungs is allowed to travel through this device into your esophagus and out your mouth so you are able to speak. The device is held in place by circular flanges on both the esophageal and tracheal ends. I know of two companies that provide this device. One is bloem-singer from the united states and atos who is based in europe. I have notified atos of the design flow, but never heard anything back from them. I believe this device needs to be redesigned so there is a small ridge around the interior diameter at the position of the flutter valve so liquids are not allowed to travel into the trachea. The law of physics states that things flow through the path of least resistance, thus why people with these devices are susceptible to the dangers of liquids getting into the trachea and include at the worst an aspiration pneumonia that increases health care costs, also the only thing to do now is to replace the device with a new one which again increases health care costs, or place a plug in the inner diameter of the tep when you are eating. I have had several fluids including water, coffee, chocolate pudding, need I say more come through the tep and into my lungs. I have had aspiration pneumonia one time because of this leaking into my trachea and lungs. The product needs to be designed. I put in the initial date the tep leaked, but I have had to have it replaced routinely over the last 18 months. Sometimes it will begin to leak after 1 day and other times it has been a few weeks, but eventually it begins to leak and I have to have it replaced. The device is over 250 dollars plus the speech pathologist's time for replacement. I believe this device needs to be redesigned to put a restraining ring on the interior of the device to prevent the valve from opening into the trachea. This would have no effect on the ability to breath. And because the valve would still open towards the esophagus, speech would not be effected either.